Event description:
It was reported to us via letter that a gamma nail was broken less than a month after implantation.

Manufacturer narrative:
It is not known at this time if the device is available for investigation. If the device or additional info becomes available, it will be reported on a supplemental report.